Event description:
It was reported that a minimum fill notification occurred on multiple occasions during the load sequence. Customer¿s blood glucose (bg) level due to the issue was persistently elevated, being displayed as "high", although a specific value was not given. The customer addressed their bg each time with a manual injection. Customer would either load a new cartridge or reload the cartridge to resolve the issues.